Event description:
It was reported that the lead dislodged because the lead helix wouldn't affix to the tissue. After many attempts, the lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: analysis revealed difficulty to extend due to the helix being in a retracted position and due to the helix being clogged with dried body fluid/tissue. Helix was able to extend and retract after cleaning the lead.